Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that cutting failure occurred. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.

Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were six other complaints for the reported issue. One complaint sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The cutter is in port and sticky foreign matter is on the port face and cutter. No functional testing could be performed due to the cutter remained stuck in port and no movement of cutter. The probe was disassembled and the components inspected. There is approximately 15-20 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the needle. The inner cutter pulled out of coupling. No presence of adhesive on inner cutter when held under uv lighting. Wear marks at bend area. Gouge marks at several places along the inner cutter. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 15-20 minutes of surgical use, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).